Event description:
It was reported that there was a thrombus on the tip of the wds. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but was too proximal so the device was recaptured. After the second deployment while checking release criteria it was noted that there was a thrombus present on the tip of the wds. The closure device release criteria was met so the physician unscrewed the device from the core wire. The closure device was successfully implanted in the laa of the patient. The physician then aspirated around 50ml from the wds, but the thrombus remained present. The physician made the decision to remove all components from the patient and performed no other intervention as it was not required. The patient did well following this event and was discharged from the hospital with no consequences.

Event description:
It was reported that there was a thrombus on the tip of the wds. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but was too proximal so the device was recaptured. After the second deployment while checking release criteria it was noted that there was a thrombus present on the tip of the wds. The closure device release criteria was met so the physician unscrewed the device from the core wire. The closure device was successfully implanted in the laa of the patient. The physician then aspirated around 50ml from the wds, but the thrombus remained present. The physician made the decision to remove all components from the patient and performed no other intervention as it was not required. The patient did well following this event and was discharged from the hospital with no consequences.

Manufacturer narrative:
Device analysis: the returned product consisted of a watchman flx delivery system (flx) with blood in the device. The implant was not received for analysis. The hub, shaft, tip and core wire were visually, tactilely, and microscopically examined. Inspection of the device revealed tip damage as the tri-cuts were flared and there were abrasions on the inside of the sheath tip. There were numerous kinks in the sheath. Inspection of the remainder of the device found no other damage or defects. Product analysis could not confirm the reported event as clinical circumstances could not be replicated, and there was no implant returned.